Manufacturer narrative:
Evaluation of the returned benchmark 6f 071 delivery catheter (benchmark) confirmed that the catheter was fractured and revealed a kink near the fracture. The fracture was likely due to a kink that worsened upon use. This type of damage such as a kink and subsequent fracture typically occurs if the device is advanced against resistance during use. Based on the reported complaint, the root cause of resistance during the procedure could not be determined. Further evaluation revealed ovalizations on the distal end. This damage was incidental to the complaint and may have also occurred during advancement against resistance during the procedure. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, the device was reported to have fractured. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.